Event description:
A portion of the positive helical was missing (appeared to be torn) leaving only the electrode ribbon without the helical support. The suture was also missing. A cause could not be identified, although it does appear to be related to manipulation associated with the attempted implantation. With the exception of the positive helical, the condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No other obvious anomalies were noted except for the void / indentation mark that was observed on the inside of the remaining portion of white (+) electrode helical. Setscrew marks were not observed on the connector pin. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion. However, the positive helical was received with a portion torn and the suture missing. A cause for this observed condition is not known, but may be related to manipulation from the attempted implant procedure.

Manufacturer narrative:
A portion of the positive helical was missing (appeared to be torn) leaving only the electrode ribbon without the helical support. Manufacturing records were reviewed and confirmed the electrode was in place prior to distribution of the lead. A cause for this observed condition is not known, but may be related to manipulation from the attempted implant procedure.

Event description:
It was initially reported by a company representative that a vns implanting md reported to them that the electrode off a vns lead had detached from the lead body during initial implant. The lead was removed and replaced with a new one during the same implant operation.the lead reported as broken was returned to the manufacturer and is currently undergoing product analysis.